Event description:
Pt was experiencing a gradual loss of pain relief, increasing pain in the back and right leg, diaphoresis, and nausea. The hcp was concerned about opioid withdrawal. Pt responded to IV opioids. The hcp was unable to aspirate from the catheter, though the catheter injected normally and there was no dye leakage. A roller study was reported as positive in that no movement was seen after a bolus - "non-delivery of medication". The pump was replaced and returned to the manufacturer for analysis. The pt was reported to be doing well.